Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a bifurcate set. The customer reports the nursing caring for the patient noticed several drops of chemo dripping from the bifuse, at the junction where the cap attaches to the bifuse. The doxorubicin is red in color, so the nurse easily noticed it after it had dripped out. The nurse removed the bifuse and put another one on, no harm to the patient.

Manufacturer narrative:
A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. One sample was received and inspection of the sample resulted in noting that both valves were not fully connected to the extension set. This complaint will be considered as confirmed. A root cause analysis determined that the connections between the valves and the extension set were not properly tightened prior to use. When both valves were fully attached to the extension set, neither leaked when fluid was pushed through. When the valves were loosely attached (about a quarter turn away from full attachment), the valves leaked. If the line was clamped during use, the force of the fluid could cause the valve to jump forward on the threads, which would also cause a leak if the valve was not connected. The bifurcate set contains two needleless connectors that are not bonded to the set but are threaded tightly to the female luer lock of the set during manufacturing. The instructions for use included with the product state that the user must inspect the product prior to use. Since the root cause could be not be confirmed as originating from the manufacturing process, no corrective or preventive action is planned at this time. This complaint will be used for trending purposes.